Event description:
A patient underwent a single level kyphoplasty procedure, at level t10 with no reported intra-operative abnormalities. It is believed the patient may have sustained a fall post-operatively. Subsequently, the bone cement was noted to have migrated anteriorly with approximately 50% residing anterior to the anterior vertebral wall. Patient is asymptomatic with no intervention planned at this time.

Manufacturer narrative:
Device not returned, follow up conversation with company representative and treating surgeon. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.